Event description:
Medtronic (covidien) received information through literature review that one patient experienced stent migration after pipeline embolization device (ped) treatment without any neurological deficit. The patient had an overlapping ped construct (3.25 x 20 mm and 3 x 12 mm) that was deployed across a previously coiled residual aneurysm with an aneurysmal neck of 10 mm. The immediate post-procedure dsa showed satisfactory contrast stasis. However, distal migration of the ped was noted in the subsequent follow-up dsa. The residual neck showed a slight decrease in size in serial follow-up dsas. Further coil embolisation was not possible for the residual aneurysm as the microcatheter could not be passed through the ped lumen. Another ped deployment across the aneurysm's neck was a treatment option if the residual neck persists at subsequent follow up. The authors studied nine patients (7 female and 2 male) treated with peds for internal carotid artery aneurysms at their hospital during the period (B)(6) 2008 to (B)(6) 2009. Their ages ranged from 39 to 76 (mean, 57) years. The study was a retrospective, all-inclusive case series of patients undergoing ped reconstruction of wide-necked aneurysms. Clopidogrel 75 mg daily was prescribed to all patients 3 days prior to procedure and continued for 6 more months thereafter, aspirin 80 mg daily was prescribed on case-by-case basis. The authors adopted an antiplatelet regimen that differed from published series based on the assumption that chinese patients have a relatively lower thromboembolic risk than the non-chinese. Citation: chan tt, chan ky, pang pk, et al. Pipeline embolisation device for wide-necked internal carotid artery aneurysms in a hospital in (B)(6): preliminary experience. (B)(4) med j. 2011 oct;17(5):398-404.

Manufacturer narrative:
Off label use: contraindications: patients who have not received dual antiplatelet agents prior to the procedure. The authors treated the patient with only clopidogrel and only use aspirin on case-by-case basis. The lot history record review was not possible since the lot numbers were not reported. The device will not be returned for analysis as it was implanted in the patient; therefore, the event cause could not be determined. No more information will be available.